Event description:
The customer reported that while performing a routine morning test of the iabp, the iabp shut off while removing the unit from the cart. No pt was involved.

Manufacturer narrative:
The company representative observed that the positive pin on the cable that connects the battery to the power supply was pushed in and was intermittently not making contact. The company representative replaced the cable (p/n 0012-00-0785) and the iabp was performance tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).